Manufacturer narrative:
An event regarding crack/fracture involving an trident driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: examination of the returned device with engineer indicated that the device is severely worn due to in service use. Additionally, the fracture observed is consistent with an overload condition. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been 1 other event for the lot referenced. Conclusions: the reported event was confirmed. A material analysis inspection was performed and indicated that "the device is severely worn due to in service use. Additionally, the fracture observed is consistent with an overload condition. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." No further investigation is required at this time. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The product broke during drilling, while inserting the cup screw. Use spare drilling, completed screw fixing. It was discovered by x - ray after surgery that a broken part broken remains around small trochanter.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The product broke during drilling, while inserting the cup screw. Used spare drilling, completed screw fixing. It was discovered by x - ray after surgery that a broken part remains around small trochanter.